Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue was reported with the adc device. A customer received a lower sensor scan result of 50 mg/dl compared to an unspecified device reading of 80 mg/dl. It is unknown whether the customer noted a trend arrow on the device. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This serves as a correctional report. The following sections have been updated: b5 - describe event or problem this complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue was reported with the adc device. A customer received a lower sensor scan result of 50 mg/dl compared to an unspecified device reading of 80 mg/dl. It is unknown whether the customer noted a trend arrow on the device. There was no third-party intervention or treatment reported for this issue. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.